Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence and urethral atrophy. The size of the cuff was selected by the doctor, it was correct at the time. The cuff was downsized. The aus was explanted and replaced. No device issues and not further patient complications reported.